Manufacturer narrative:
This report is submitted on march 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's rechargeable battery was seen to have green liquid on the contacts and was thought to have leaked. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.